Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for heart failure symptoms. This cardiac resynchronization therapy defibrillator (crt-d) was found to be exhibiting loss of capture on the left ventricular (lv) lead. The crt-d and lv remain in service, but reprogramming was performed to restore therapy. No additional adverse patient effects were reported.